Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was sensing non-sustained tachycardia events with wide complex and double counting was noted. The physician did not want the patient alert to trip for these events. The lead remains in use. No patient complications have been reported as a result of this event.